Event description:
It was reported that on (B)(6) 2025, a patient presented with garde 5 functional tricuspid regurgitation (tr)for a triclip procedure. During the procedure, the guide would not hold the column after removing the deployed clip delivery system. Tried the new stop cock but it was believed that the hemostatic valve was damaged due to traumatic tip removal. The guide was replaced and continued the procedure and implanted three triclips. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported loss of fluid column and damaged hemostatic valve were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.